Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by paramedics, due to hypoglycemia. The customer's blood glucose reading was 13 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed button error. Nothing further was reported.